Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that during initial implant procedure, the suture sleeve was difficult to advance along the body of the lead due to resistance. The patient was in stable condition.